Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a breach in aseptic technique, peritonitis and patient death in a male patient (born in 1929) coincident with dianeal therapy. On an unknown date in (B)(6) 2012, the patient experienced cellulitis and the patient was treated with unspecified antibiotics (route and frequency unreported) on (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same date. The patient was treated with ceftazidime (route was unknown, frequency and dose were unreported) and other unknown "various antibiotics" the cause of the peritonitis was reportedly a breach in aseptic technique. The patient was recovering from this event of peritonitis and was discharged to a rehab facility on (B)(6) 2012. On (B)(6) 2012, the patient experienced abdominal pain and was hospitalized on the same day. During the hospitalization (diagnosis date unreported), the patient was diagnosed with fungal peritonitis and treated with unknown antibiotics. The cause of the fungal peritonitis was "the long course of antibiotic usage" (patient was treated with various unknown antibiotics for cellulitis, peritonitis culture positive for klebsiella and fungal peritonitis) on (B)(6) 2012, dianeal and extraneal therapy were discontinued and the pd catheter was removed. On (B)(6) 2012, the patient died. The cause of death was reportedly sepsis due to the unresolved peritonitis. It is unknown if an autopsy was performed. The registered nurse reported that the peritonitis events were not related to dianeal, extraneal therapy, a baxter device, or disposable. No additional information is available as of the date of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because, it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.